Event description:
It was reported that the patient's lead exhibited impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), batch: ab2315.